Event description:
It was a reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device is scheduled to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided in section b5 and h10. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was a reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device is scheduled to be replace. At this time, this ICD remains in service, and there were no adverse patient effects reported.